Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of a 4.9 cm abdominal aortic aneurysm. The pt was was enrolled in study. Vessel morphology is unknown. It was reported that the stent graft was implanted, however, due to the severe angulation of the aortic neck the stent graft was not flush with artery. The angiogram demonstrated that there was a type I endoleak. The physician then elected to angioplasty with another manufacturer's balloon, attempting to seal the type I endoleak. The next angiogram performed revealed a dissection in the aortic wall, which continued up to the left renal artery. The physician then elected to modify an aortic cuff by cutting out the fabric between the first ring and second ring of the aortic cuff and implanted the aortic cuff and the dissection was successfully treated. There was good flow in the left renal artery. It was reported that the right renal artery did not have good blood flow and the physician placed another manufacturer's stent for brisk blood flow. Upon final angiogram, the blood flow to the left renal artery had diminished, the physician attempted for approx an hour, but, unfortunately was unable to restore blood flow to the left renal artery. The physician elected to end the case without further treatment to the left renal artery, since the right renal artery had brisk blood flow. The pt was discharged 5 days post implant. No add'l clinical sequelae were reported and the pt is fine.